Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had insulin pump error other than low battery and low reservoir. Customer¿s blood glucose was unknown. Customer stated that insulin pump alarmed for random no delivery alarm, had cracks in casing and piece of plastic chips off from the reservoir. It was reported that the screen had rainbow effect. Insulin pump will not be returned for analysis.